Event description:
Discordant, falsely elevated potassium (k) results were obtained on two patient samples on a dimension vista 500 instrument. Only the discordant result for sample 101651727448 was reported to the physician(s). Both samples were repeated on an alternate dimension vista instrument, resulting lower than the initial results. Sample 101679679413 was also repeated on the same instrument, resulting lower than the initial result but higher than the repeat result from an alternate dimension vista instrument. The corrected results from an alternate dimension vista instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and took out the integrated multi-sensor technology (imt) module for cleaning. The cse removed a clot from a rotary valve and cleaned the imt module. The cse ran quality controls, which were within acceptable ranges. The cause of discordant, falsely elevated k results on three patient samples was related to a clot in the imt module. The instrument is performing according to specifications. No further evaluation of the device is required.